Manufacturer narrative:
(B)(4). Analysis found a non-conformance with the low battery reset, undetermined cause.

Event description:
It was reported that a device was returned in an intracampus envelope on (B)(6) 2015. The health care provider (hcp) office was called but no return call to get the information. No other information was received.